Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) about two years ago. The patient stated that his rigidity does not last more than 2 to 3 minutes and he has to pump his device 3 to 4 times during a 20 minutes intercourse.